Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were a high number of short v-v intervals noted on the sensing integrity counter on the right ventricular (rv) lead. Increasing, high and variable thresholds, along with increasing impedances were also noted on the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.